Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, there were sparks near the connection of the device components while operating on the patient's intestines. Subsequently, an insulscan revealed that there was a short circuit in the same area. No additional intervention was noted. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: gk373r (aesculap ag reference no. (B)(4); 9610612-2025-00141). Gk384r (aesculap ag reference no. (B)(4); 9610612-2025-00142).

Manufacturer narrative:
Correction: b5 - updated description.

Event description:
Update: upon review, it was confirmed that the complained product is involved and not a leading material. Associated medwatch reports: gk370p ( (aesculap ag reference no. (B)(4); 9610612-2025-00170). Gk370p ( (aesculap ag reference no. (B)(4); 9610612-2025-00171). Involved components: gk373r (aesculap ag reference no. (B)(4); 9610612-2025-00141). Gk384r (aesculap ag reference no. (B)(4); 9610612-2025-00142). Gk373r (aesculap ag reference no. (B)(4); 9610612-2025-00165). Gk384r (aesculap ag reference no. (B)(4); 9610612-2025-00166).